Event description:
It was reported that the pump touchscreen was cracked, causing it to be unresponsive and unreadable. Reportedly, the pump was dropped against a hard surface. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.